Event description:
Information was received indicating that an anonymous cadd-solis ambulatory infusion system post market clinical follow up survey reported non-delivery of medication. It was reported that the pump counted the delivery, but the bag "remained intact." Per survey the solution was found in the recall of the tubing. No further information item number, serial number, etc., will be available. This survey was distributed to eight different countries within the EU, us, and (B)(6), therefore the country of origin is also unknown.